Event description:
The company was made aware that the physician performed lead revision due to a patient fall causing high impedance and the lead to fracture.

Event description:
See section h, number 6 for investigation updates.